Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with an attention light was confirmed and reproduced during product evaluation. The assignable cause was determined to be a damaged reed switch. The reed switch was replaced to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "attention light comes on while trying to infuse." This condition occurred during power-up in the "surgery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.